Manufacturer narrative:
On 7/5/2016 - update: subject was sent to rehab due to inability to do self care. Device and lead working appropriately the ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis did not show any anomalies. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the emergency department with neurological symptoms; arousable with periods of syncope lasting 30-60 seconds. Became apnic and was intubated. Subject became pulseless and CPR was initiated. V tach code. Admitted to ICU and is still there as of this report.

Manufacturer narrative:
On 7/5/2016 - update: subject was sent to rehab due to inability to do self care. Device and lead working appropriately(B)(6) 2017. It was reported that on (B)(6) 2017 the patient presented with episodes of syncope again. The device was interrogated and nothing was found. The patient will continue to be monitored.